Manufacturer narrative:
Corrected data: h6: patient code.

Manufacturer narrative:
One medfusion pump was received with a counterfeit top case and the light shield came loose inside the pump. The event history log was reviewed and there were primary audible alarm post and acu watchdog failure alarms. The device was powered up and the alarms were unable to be duplicated. The cause of the intermittent error and acu watchdog sympathy alarm was unable to be determined. It was discovered that the j9 connector glue was broken off by the customer. The speaker was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a primary audible alarm failure and an acu watchdog failure as well as a motherboard system failure. There was no reported adverse event.